Manufacturer narrative:
Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the instrument and replaced the malfunctioning uninterruptible power supply (ups) and cable. The instrument was powered on and verified. The cse performed an empty and fill, and a daily cleaning procedure (dcp), and no issue was noted. The cse ran quality controls (qc), and the results were within range. The customer resumed with routine testing. The system is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer informed siemens of a burning odor from the uninterruptible power supply (ups) that is used with the advia centaur xp instrument. The customer turned the instrument power off and unplugged the system. The fire department was called, and the staff was evacuated. There were no visible flames or damage to property. The customer informed that no one from the staff was injured or harmed due to the event. There are no known reports of adverse health consequences due to the burning odor emitting from the ups.